Event description:
Customer received result of 54 mg/dl on the mobile system and result of 135 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278148, expiration date 10/31/2013). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278148, expiration date 10/31/2013). (B)(4).